Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor board was evaluated and replaced. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported a loss of vascular imaging mode functionality. No patient or user injury was reported related to this event.